Event description:
Started having fatigue and joint pain, especially in my hands. Then over the course of time until I explanted. I also had neck and shoulder pain, muscle aches, brain fog, memory issues, ovarian cyst requiring a oophorectomy. At some point I was sent to a rheumatologist and tested for ra. The test was negative but I was placed on plaquenil to slow the progression of the arthritis in my hands. FDA safety report ID# (B)(4).